Event description:
While at the customer site performing preventive maintenance (pm) on another device, the field service representative (fsr) was asked by the customer to fix a ultrasonic air sensor (uas) with a broken latch. There was no patient involvement.

Manufacturer narrative:
The latch broke during tear down after a case. The system was left out of service until fsr could repair. The customer has four other systems. The fsr confirmed the broken latch. The fsr installed a new latch and tested the uas. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.